Manufacturer narrative:
(B)(4). For 18 of the 22 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Of the 18 systems confirmed for the reported issue, 3 were resolved by replacing the inspirator and expiratory flow sensors, 3 by replacing the sensor interface board, 2 by replacing the bag to vent switch, 1 by replacing the sensor interface board and circuit board, 1 by replacing the control panel, 1 by replacing the enhanced sensor interface board, flow sensors, and the gas evacuation reservoir bag, 1 by replacing two worn gaskets in the breathing system. 1 issue was resolved by having the flow control valve connector to the vent engine connector board was removed and reinserted. 1 unit was confirmed for the reported error by reviewing the logs but a resolution could not be identified. For 2 of the 22 reported events, a ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. For 2 of the 22 reported events, a distributor performed the checkout of the system.

Event description:
This report summarizes 22 malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine had therapeutic output failure. 6 were reported for a malfunction error that results in loss of mechanical ventilation, 6 alarmed for losing ability to mechanically ventilate, 4 malfunctions preventing selection of mechanical ventilation, 1 malfunction causing the loss of pressure mode of ventilation, 1 had a manifold pressure error preventing mechanical ventilation, 1 alarmed for losing pressure mode and pressure support ventilation not available, 1 malfunction error that prevents mechanical ventilation, 1 malfunction preventing selection of desired ventilation mode, 1 malfunction preventing volume mode and synchronous intermittent mode of mechanical ventilation. These reports were received from various sources. Of the 22 events, 13 did not involve patients, and 9 did involve patients. There was no patient information available.